Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009, inratio: 1.2, lab: 1.96.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 1.2, ref: 1.96, mean: 1.58, confidence limits: 1.1-1.9. Per event details, time of testing between inratio and lab is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Discrepant results reported from end-user was caused by patient's condition (low hct 6%) and heparin therapy. Product deficiency was not established. Further action for this complaint is not required at this time. The mean of the inratio meter and comparative system inr were calculated. Lab values fall outside of the limits, so the criteria is not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strips accuracy testing as part of the complaint investigation. Previous strip testing from (B)(4) on strip lot 216973 revealed no discrepant results on referenced and in-house meters. (Refer to below for investigation) no further action is required. Investigation results. The allowable difference between the inratio inr's and sysmex inr's were calculated. At least two out of three replicates for both samples of each lot were within the allowable bias. These meet the above criteria. No further action is required. No strip deficiency was established. Trending and tracking will be performed in review for strip lot#216973. (Total number of discrepant complaints, including this event, is five.) No corrective action required at this time as no product deficiency was established.